Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged due to stress. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore stripes in image occur was due to a component failure. ¿olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparoscope experienced horizontal lines in the image during set up. There were no reports of patient involvement.